Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a blood glucose in the high 500 mg/dl range. His heart rate was elevated as a result. The customer stated that he had run out of the heart medication that regulates his heart-rate. The customer had bronchitis and the inhaler used to treat it elevated his heart-rate. Two months later the customer received an unexpected restart error on his insulin pump. The customer confirmed that the insulin pump was stored and out-of-use for an extended period of time. The customer was assisted with clearing the alert. He confirmed that his basal and bolus settings were programmed accurately. No products were returned or replaced.